Event description:
On (B)(6) 2012, the reporter contacted animas stating 6 months ago, the audio bolus button became unresponsive. The patient reportedly wore the pump attached to a belt and did not clean the pump. There was no reported adverse event associated with this complaint. This complaint is being reported based on the allegation that the audio bolus button became unresponsive.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: evaluation revealed that the audio bolus button was intermittently responsive. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.